Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the first out of regulation (oor) occurred. The patient loses therapy repeatedly and intermittently. The electrode providing the therapy had intermittent high impedances and reprogramming did not resolve the issue (therapy was not as effective when using the other electrodes). The patient did not experience a recent trauma or fall. The action taken to resolve was the patient was booked for clinic, the date was unknown. The outcome was not yet resolved.